Event description:
Customer alleged discrepant blood glucose results of 385 mg/dl and 82 mg/dl when testing was performed back-to-back within 1 minute on the compact plus system. Customer reported having no symptoms. Customer reported no treatment/action based on results. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Customer has discarded the device and the lot number is unknown; therefore, no evaluation is possible.